Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed during the same procedure? Was a second procedure required to remove the needle? It was stated that medical or surgical intervention was required due to the issue. Please provide further details on any intervention provided. Was the intervention required referring to the need for an x-ray to locate the needle? Was additional dissection required in other tissues other than the target tissue to remove the needle? If yes, please describe. How long was the delay in the procedure? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent a fascia closure procedure on (B)(6) 2023 and suture was used. During the procedure, the needle broke. After searching with the help of an x-ray and endoscopic camera, the broken part was found in the abdomen. Further details regarding the named delay - the customer said: "unfortunately, I cannot tell you exactly how much extra time it took. However, the needle had to be searched for with an x-ray machine. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: was the needle removed during the same procedure? Was a second procedure required to remove the needle? It was stated that medical or surgical intervention was required due to the issue. Please provide further details on any intervention provided. Was the intervention required referring to the need for an x-ray to locate the needle? Was additional dissection required in other tissues other than the target tissue to remove the needle? If yes, please describe. How long was the delay in the procedure? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status?